Manufacturer narrative:
The pump was received with a critical error and pump error found in the formatted history file due to a force sensor zero off set out of specification. The pump was received with a cracked select button at the keypad overlay. The pump was received with minor scratches on the lcd window, case and keypad overlay, as well as a fading serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was a red x on display. The customer stated that the pump was not dropped. The customer will be sent a replacement pump. The customer will return the pump for analysis.